Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis reported as 2-3 episodes. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the events. Treatment for the events was unknown. At the time of this report, the patient was recovered from the events. Action taken with pd therapy was unknown. No additional information is available as the reporter declined to provide additional information.